Event description:
It was reported that stent damage occurred. A 6.0x20x75cm express ld iliac / biliary and a 6.0mmx18mmx90cm express sd renal/biliary were both selected for use. However, the express ld did not function properly and the express sd was crumbled. Both stent were removed and the procedure was completed with another stent. No patient complications were reported. It was further reported that during procedure the 6.0x20x75cm express ld iliac-biliary stent failed to deploy and the 6.0mmx18mmx90cm express sd renal-biliary stent was crumbled.

Event description:
It was reported that stent damage occurred. A 6.0x20x75cm express ld iliac / biliary and a 6.0mmx18mmx90cm express sd renal/biliary were both selected for use. However, the express ld did not function properly and the express sd was crumbled. Both stent were removed and the procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the express device was received for analysis. The balloon was received tightly folded which indicates it had not been subjected to positive pressure. Solidified blood was evident on the device the stent was crimped in the correct position on the balloon. The investigator attached the express ld device to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated in an attempt to deploy the stent. The stent was successfully dilated and deployed with no issues experienced. No damage or issues were noted with balloon material or deployed stent that could potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual and microscopic examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 6.0x20x75cm express ld iliac / biliary and a 6.0mmx18mmx90cm express sd renal/biliary were both selected for use. However, the express ld did not function properly and the express sd was crumbled. Both stent were removed and the procedure was completed with another stent. No patient complications were reported. It was further reported that during procedure the 6.0x20x75cm express ld iliac-biliary stent failed to deploy and the 6.0mmx18mmx90cm express sd renal-biliary stent was crumbled.